Event description:
It was reported via repair work order that the air drape support would not raise due to damaged drape support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.